Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. The patient underwent revision surgery to excise the excess skin on (B)(6) 2012. The implanted device remains. It was also reported that the abutment was exchanged for a longer model.

Manufacturer narrative:
(B)(4). Implanted device remains.